Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery (lca). An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during pullback, the image became black. Air removal through flushing during preparation was almost none but no air was detected during use inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery (lca). An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during pullback, the image became black. Air removal through flushing during preparation was almost none but no air was detected during use inside the patient. The procedure was completed with another of the same device. No patient complications were reported.